Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating high airway pressure. Identification of issue has been done by analyzing problem description, device's logs and service report. There was no patient harm reported. The airway pressure high alarms may lead to insufficient ventilation to the patient. It was found that some settings in the mode was not appropriate. It was recommended to increase the high pressure limit from 30cmh2o to 45~50cmh2o and replace the expiratory filter. The issue has been resolved after the action taken and the device was delivered to the user in working condition. Based on technician statement, the issue should be the application error and the customer was informed to apply appropriate setting to the patient. The cause of the issue might be related to usability issue. However, the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated an alarm indicating high airway pressure. There was no patient harm reported. Manufacturer's ref. #: 892570